Event description:
A false low advia centaur xp psa result was obtained by the customer on a patient sample. The low result was considered discordant when compare to a high f psa result from an alternate test method. The customer performed repeat psa testing on another advia centaur xp system and the neat result was low. The patient sample was serially diluted and the results were high and above the assay range. There was no known report of patient treatment being altered or adverse health consequences due to the discordant low advia centaur xp psa test result.

Manufacturer narrative:
The cause for the false low psa patient result on the advia centaur xp system when compared to high serial dilution results and a high f psa result on an alternate test method is unknown and it may be attributed to an high-dose hook effect. The customer's quality control results were within acceptable limits at the time of the incident and there were no other discordant psa patient results reported. No conclusion can be drawn. The instruction for use under the procedural notes high-dose hook effect section states the following: "patient samples with high total psa levels can cause a paradoxical decrease in the rlus (high-dose hook effect). In this assay, patient samples with total psa levels as high as 10,000 ng/ml (10,000 u g/l) will assay greater than 100 ng/ml (100 u g/l)." The instruction for use under the limitation section states the following: "note: do not interpret levels of psa as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed prostate carcinoma frequently have levels of psa within the range observed in healthy individuals. Elevated levels of psa can be observed in patients with nonmalignant diseases. Measurements of psa should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of total psa in a given specimen determined with assays from different manufacturers' can vary due to differences in assay methods, calibration, and reagent specificity. Total psa determined with different manufacturers assays will vary depending on the method of standardization and antibody specificity. Warning: do not predict disease recurrence solely on serial psa values." The instrument is performing within specifications.